Event description:
A physician successfully completed an arteriotomy closure using a proglide. Two hours post procedure, the patient complained of right lower abdomen pain. A scan revealed a hematoma and small pseudoaneurysm. It is unknown how this was treated or what the patient's current condition is.

Manufacturer narrative:
H10: the device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.